Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted:(B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported a first overdischarge. The patient had several surgeries and health issues this year. The patient had a cervical fusion 6 weeks prior to the appointment. The patient thought 3-6 months ago they turned the implantable neurostimulator (ins) off for surgery and did not try to turn it back on until this past weekend. The tried to recharge and there was no signal. The patient met with a rep and they got no signal from the ins when it was interrogated with a clinician programmer (cp). A physician mode recharge (pmr) was started and after 60 minutes they were able to start a regular recharge session. The ins was deep in the tissue and the inferior portion tilted deeper into the tissue. The patient had gained weight since implant. Communication between the charger and ins was erratic sometimes, from 2 boxes up to 6 boxes. The patient was sent home to recharge and they were scheduled to meet on (B)(6) 2015 to check on the recharge status and to clear the power on reset (por). The issue was not resolved at the time of the report. No surgical intervention occurred and none were planned. The rep later reported that the ins was recharged and a por 0x8 was cleared with the cp. They also reprogrammed the patient. There was paresthesia in the pain areas of the back and leg pain and the patient was satisfied. The patient was reminded to recharge every 5 days and to keep monitoring charge levels and recharge and to not let the ins discharge from non-use. The patient's relevant medical history includes failed back surgery syndrome.